Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed system was not booting up. Upon functional testing, the fse found that the reported issue occurred when the third-party vendor had cloned the host pc hard drive vs using the philips method of norton ghost. To resolve this issue, the philips engineer installed new hdd in host pc, loaded software and configurations. After which, system was the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.